Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso sensor. Found multiple "high pressure" and "upstream occlusion" alarms in the event history log. Functional testing was unable to duplicate the reported problem; however, alarms were verified in the ehl. It was determined that the most probable cause is a faulty dso or uso sensor. As a preventative measure, the dso and uso sensors were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a continuous alarm. There was no patient involvement.